Event description:
Pt presented to pmd's office for follow-up to ICD reprogramming. ICD interrogation showed aborted episodes of v-fib (noise), but no issues with shocks. Re-study 3 days later confirmed lead failure with inappropriate sensing of noise antifact. Admitted for ICD lead extraction and replacement. Latter completed without complications. Pt discharged the next day.